Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they are very uncomfortable at 2.2 and the buzzing is too loud and intense. Patient said the pain is terrible. Agent reviewed how to pair equipment and pt had to enter sn of the communicator and was successful. Agent reviewed how to decrease stim. Patient was able to successfully lower stim to a comfortable level. Redirect to doctor if issue persists. Patient has a follow up appointment with the healthcare provider in a week. Patient called the medtronic representative today and the representative told the patient to call pats. Patient had a hard time removing the communicator from the case. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed basic steps on the equipment. Agent had a hard time understanding exact issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.